Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined as the reported issue was not reproduced. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During device evaluation at olympus, it was found the customer complaint of the image freezing automatically was not confirmed. Evaluation did find the bending cover had a leak, the key top of the ultrasonic probe was damaged and black, the two sound lines were weak, switch #1, #2, and #3 did not work, there were many black dots in the image due to a problem with the image guide bundle, and the insertion tube was scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the image of the evis lucera ultrasonic bronchofibervideoscope froze automatically. The issue was found during reprocessing. The intended procedure was unknown, but the procedure was completed with a similar scope. There was no reported patient harm or impact due to this event.